Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon burst after being inflated for the second time at a pressure of 4-6 atmospheres. The device was removed successfully and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 13mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon burst after being inflated for the second time at a pressure of 4-6 atmospheres. The device was removed successfully and the procedure was completed. There were no patient complications reported.